Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/11/2025, it was reported by a sales representative via (B)(4) of an ar-8741-40 driver snapped in the middle of a case. No negative outcomes for the patient were reported. This was discovered during a hardware removal procedure on (B)(6) 2025. Additional information was received on 04/25/2025: this was an elective hardware removal on (B)(6) 2025 of an arthrex product due to lateral foot pain caused by a screw backout following a mis bunion surgery. An unknown arthrex product, mis beveled screws, were removed. Nothing was implanted during the procedure because the mis procedure was remodeled and healed. The two ar-8741-40 driver snapped while trying to remove the screws. All fragments were removed and confirmed on x-ray. No case delay was reported, nor was anesthesia added to the patient. The case was completed by using an ar-8741-42 driver oversized driver and hammered into screw head to create a "press fit" to remove the screw. Additional information on the part explanted was requested on (B)(6) 2025.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the provided information, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional field data, arthrex concluded that the most likely cause of the reported failure is a patient-specific event. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.